Event description:
On (B)(6), 2007, the pt underwent repair of a descending thoracic aneurysm. On (B)(6), 2007, the pt underwent a follow-up computed tomography angiography that revealed a distal type I endoleak. Aneurysm growth was not noted. On (B)(6), 2007, the pt underwent a reintervention where an add'l gore tag thoracic endoprosthesis was implanted. The endoleak was resolved.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs. (B)(4).